Event description:
It was reported that during a laparoscopic sigmoidectomy, the device could not be fired. The device was inserted into the patient by the transanal route. The anastomosis site was upper. The rectum of the anus side was additionally resected and the target tissue was anastomosed. There were no adverse consequences to the patient. No device will be returning.

Manufacturer narrative:
(B)(4). Information unavailable.